Event description:
It was reported the patient had ¿tingling¿ on their neck which was located between the adams apple and their ear lobe on the right side. It was noted this began the night prior to report. It was noted the tingling would disappear when the implantable neurostimulator (ins) was turned off. It was noted the tingling would repeatedly return when the ins was turned back on. It was stated impedances were fine and they did not vary with the patient in different positions. It was noted after the last ins change in (B)(6) 2011, the patient complained of having clavicle pain. It was stated at that point the patient was programmed to 0-3 and the patient was re-programmed to 0-2 which resolved the clavicle pain. It was stated all electrode 3¿s were >2000 which was normal based on unipolar combinations.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# l82843, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387-40, lot# l69432, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-51, serial# (B)(4) implanted: (B)(6) 1999, product type: extension. (B)(4).